Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's device was off. The patient stated they had multiple tests/EKG in past week, that may have turned off the dbs's. They were not aware both devices were off. Both devices were checked to be turned on after iud implanted.